Event description:
Health care professional (hcp) a blood leak during initiation of hemodialysis treatment. The leak occurred at the interface of the header luer lock and c3 bloodline. The hcp reported staff tightened the connection and the treatment was completed without further incident. No pt injury or medical intervention reported.